Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex+ device. The manufacturer received information from the patient alleging air in his stomach when using the bipap device, had diarrhea and stomach issues, and his energy level was "extremely low." Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed visible foam particles on the rear panel and inside the blower kit. Additionally, the service technician also noted the device had dust contamination, error codes e055 (err_therapy_queue_full), e051 (err_corrupt_compliance_log), e053 (err_comp_log_sem_timeout), and e065 (err_stuck_encoder_a) present. The device was scrapped by the service center after the evaluation was completed.